Event description:
A hospital in (B)(6) reported that a leak was observed around the base of an mr290 autofeed humidification chamber and a crack was found on the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for visual inspection. Results: the visual inspection revealed that the chamber was cracked along the base of the dome, below one of the ports. No stress marks were present on the crack. A lot check revealed no other complaints of this type. Conclusion: we were unable to determine what caused the problem observed by the customer. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production, possibly during transport or storage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.